Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the insulin pump display was blank. Customer's blood glucose reading was 228 mg/dl. Troubleshoot was performed. Customer's parent had tried different batteries but the insulin pump still dead. Customer was using aa alkaline battery. Customer's parent reported display was blank at the time of call. Customer's insulin pump was not exposed to moisture. Customer's parent reported that the spring was neither damaged nor corroded. Customer's parent was advised to remove the battery for two hours and reinsert the battery. If the insulin pump is still blank, they should call back to do troubleshooting. Insulin pump will not be returning for analysis.